Manufacturer narrative:
E1: initial reporter postal code:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked; approximately 2ml liquid was found in the bag. This was observed after cutting open the outer clear overpouch bag and before removing the device from the inner overpouch. The device contained fluorouracil hs (accord) 4392mg in sodium chloride 0.9% for a 115ml total volume. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 (update codes), h11. H4: the lot was manufactured between january 16-18, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside a purple bag that contained the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.